Event description:
It was reported that a large volume infusor under infused. The expected infusion time was 46 hours; however, the actual infusion time took 71 hours. Which was 25 hours longer due to the flow rate being slow. The device was filled with 3.5g of fluorouracil diluted in 90ml of sodium chloride and 140ml of sterilized water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.